Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The study coordinator reported that the pt had been experiencing discomfort since implantation of the device approximately 3 weeks prior and the only position that allowed the pt any comfort was lying flat on his back with his arms extended over his head. A decision was made to exchange the pump with another lvad. A twist in the inflow cannula was suspected.

Manufacturer narrative:
The pt remains on lvad support with the exchanged pump and is reported to be doing well. The explanted pump was returned to the manufacturer for eval and the reported event was not confirmed. Functional testing under normal operating conditions and visual inspection of the returned pump revealed that the pump operated as intended. The inflow and outflow valve assemblies were not returned; therefore, a root cause of the reported event could not be conclusively determined. A review of device history records for this pump showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.